Event description:
It was reported that the patient was admitted on (B)(6) 2025 for a driveline infection. The patient had heavy corynebacterium striatum. The source of the infection was suspected gastrointestinal (gi) translocation. The patient was asymptomatic but had an inappropriate blood culture drawn on (B)(6) 2025 which resulted in streptococcus infantarius and was sent to the emergency department (ed) for two new blood cultures to rule out contamination. The cultures on (B)(6) 2025 noted growth of enterococcus faecalis. Infectious diseases were consulted, and the patient was treated with intravenous (IV) vancomycin. The patient had intermittent diarrhea, and a colonoscopy was to be performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had continued IV daptomycin 8 milligrams/kilogram every 48 hours, renally adjusted. The patient needed two weeks of treatment for the enterococcus faecalis bacteremia. The end of treatment was (B)(6) 2025. The patient needed weekly creatine kinase (ck) levels while on daptomycin and repeat blood cultures twice one week after completion of IV antibiotics. The blood culture on peripheral vein found no growth within four days.